Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered on the catheter tip. During the procedure, the temperature was not displayed. Therefore, the smart touch sf catheter was removed from the patient¿s body, and a clot-like substance was stuck to the tip of the catheter. The clot was removed, and ablation was re-started inside the cardiac cavity. However, the temperature disappeared, and ablation could not be conducted. The issue was resolved by changing the catheter to another one. The procedure was completed with no patient consequence. The temperature issues are not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the clot discovered has been assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 10/8/2018. The returned product looks to be in normal condition. No clot was found on the catheter tip. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initially, the lot number was not provided. Additional information was received on 10/10/2018 providing the lot number as 30042807l. Therefore, populated lot, device manufacture date and expiration date. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device history record was provided on 10/19/2018.the device history record (DHR) for the lot number 30042807l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 22, 2018. The system did not present any error messages. The generator was set to power control mode. Anticoagulant or saline solution was used. The stockert j70 generator was used during the procedure. There is no product information on the pump used during the procedure. The patient did not exhibit any neurological symptoms since the procedure was completed. Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered on the catheter tip. During the procedure, the temperature was not displayed. Therefore, the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, and a clot-like substance was stuck to the tip of the catheter. The clot was removed, and ablation was re-started inside the cardiac cavity. However, the temperature disappeared, and ablation could not be conducted. The issue was resolved by changing the catheter to another one. The procedure was completed with no patient consequence. The device was visually inspected and it was found in good conditions, no thrombus or clot was observed on the tip. Then, electrical test was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specifications. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Manufacturer's reference number: (B)(4).